Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. Review of the software logs indicates the pads were not making sufficient contact with the patient's skin; however this could not be confirmed. This device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report their device would not recognize the defibrillation pads while placed on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
CPR was performed on the patient until paramedics arrived with another defibrillator. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not recognize the defibrillation pads while placed on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.